Event description:
Reported as "large hiatal hernia". Operative report revealed event of reflux as well.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Reflux and hernia are physiological complications, and analysis of the device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of hernia as follows: "the lagb system is contraindicated in: pts with a large hiatal hernia."